Event description:
It was reported that the pump clock loses time and must be reset frequently. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.